Event description:
It was reported that syringe 10ml saline xs had a poor seal. This occurred on 2 occasions. The following information was provided by the initial reporter: during the passage in production of blisters with a lack of seal and presence of particles.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-10-06 investigation summary to aid in the investigation of this issue, both picture and physical samples were returned for evaluation by our quality engineer team. Through examination of the samples, foreign matter was observed within the packaging; however, a lack of seal could not be identified. The foreign matter may have resulted from a trim jam in the multivac packaging machine. This jam could have resulted in contamination of the product due to packaging trim catching in the machine chain. An issue with jams in the multivac machine was identified during production; however, it was resolved at the time of occurrence. The seals of the returned product were inspected and we can confirm that all product met specifications for a proper seal. This is the first report received for both issues on lot number 1068049.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 10ml saline xs had a poor seal. This occurred on 2 occasions. The following information was provided by the initial reporter: during the passage in production of blisters with a lack of seal and presence of particles.